Event description:
The customer reported to olympus, the xenon light source, during therapeutic procedures, mostly colonoscopies, almost of all the pictures taken were extremely dark. The customer adjusted the lightening to the max without any improvement and customer also changed the bulbs. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the main lamp was burned out, which could have affected the brightness of the image. A non-olympus lamp was used, the life meter reading was 200+ hours, the light intensity output was out of specifications. In addition to the reported malfunction documented in b5, the additional evaluation findings are as follows: missing one lamp bolt/lamp washer; the air pump tubing was corroded inside and noisy; corrosion and heavy dust on the output socket and the inside scope socket tubing and the front panel mouth was cracked. The customer was advised to replace it with an olympus xenon lamp for optimal performance. The investigation is ongoing and follow up with the user facility is currently being performed for additional details regarding the multiple events reported. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the occurrence (it is too dark to see the endoscopic image) was unable to achieve adequate light intensity due to the burnout of the main lamp. This is presumed to be related to the light intensity output deviating from specifications in the absence of one lamp bolt/lamp washer, attributed to the use of non-olympus lamps, thereby preventing optimal performance. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be [detected/prevented] by following the instructions for use which state: [warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.